Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The specific date of the event is unknown. The event occurred sometime in (B)(6) 2022. The display of the meter appeared foggy and the bottom half of the result field is faded. The customer was able to see the results, but they were light grey in color. When checking the last meter result of 3.5 inr from (B)(6) 2022, the top of the 3 appeared black and the rest of the 3 was faded. The top of the 5 was black and the rest of the number faded to gray. The units of measure could be seen as inr, but was light grey as well. A display check was performed and no segments were missing from the result field.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Initial reporter occupation: patient/consumer.

Manufacturer narrative:
The meter was returned for investigation. The meter display segments are shown with a weak contrast. The circuit board was tested for damage or contamination. The investigation determined the battery compartment and circuit board are contaminated with penetrated liquid due to a leaking battery. The contamination impacts the conductive rubber contacts. The cause was determined to be improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.